Event description:
Pt called lfs on 6/2/03 alleging their meter would only prompt the not enough blood message. Pt reported experiencing no symptoms. Pt reported the problem to their home health nurse, who then called lfs to troubleshoot the problem. The issue was not resolved. The meter is being replaced for the pt. No further info has been reported.